Manufacturer narrative:
A steris service technician thoroughly inspected the unit and was unable to duplicate the reported event. All table functions and articulations were found to be operating normally. No repairs to the unit were made at the time of the reported event. The technician noted that the hand control had scuff marks on the side of it. The hospital biomed also inspected both the regular and backup hand control and found all functions working to specification. Biomed noted that although this particular table showed no signs of physical abuse, numerous shroud repairs have had to be performed recently due to operator error through storage of items on the base of the table. Photographs of the hand control show symmetrical scuff marks at the location of the left and right tilt buttons, which may have caused the reported un-commanded movement. A review of the maintenance work order from the facility includes interviews with staff members present during the procedure subject of this event who recounted that the hand control was lying on the floor instead of secured to the table and may have been stepped on. The safety precautions in the 5085 operator manual states, "unanticipated table movement could cause patient injury. Patient must be secured to the table in accordance with recommended positioning practices". Information from biomed reveals there have been numerous cases of user error through improper storage of items on the base of the facility's tables. Photos of the hand control and interviews from hospital personnel confirm that in this event, the hand control was located on the floor instead of properly secured to the table during the procedure and may have been stepped on. Steris will offer the facility an in-service on proper use and care of the 5085 srt table.

Manufacturer narrative:
An in-service has been scheduled with the user facility on proper use and care of the 5085 table for (B)(6) 2013.

Event description:
The user facility reported that during a procedure, a patient nearly fell off of the table when the table went into trendelenburg and tilted to the left without any operator input. The patient was transferred and the facility discontinued use of the table pending inspection. No injuries were reported to the patient or hospital staff.